Event description:
Subsequent to the initial MDR, additional information was clarified on 06/04/2024. The patient's father reported that the patient felt symptoms at school, but both school and paramedics got 5 mmol on bg meter and 5 mmol on cgm. The patient's father didn¿t feel confident with the bg meter reading as he didn't think it was correct and stated that he "even has doubts it was done all together". The patient collapsed and was brought to the hospital and had a bg of 1 mmol measured there. The patient's father stated that at no point did the dexcom warn the patient that she was hypoglycemic. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was at school when the cgm was displaying 5.0 mmol/l. The patient did not feel well, she was tired and dizzy so she checked her blood glucose reading and the bg meter was displaying 5.0 mmol/l. The patient fainted, the school nurse tried to treated the patient with glucose but was not successful as the patient´s mouth was locked. The school called emergency medical services (ems) and the paramedics took a bg reading which was also 5.0 mmol/l (euglycemia). The patient was taken to the hospital, there he was treated with glucose injection. They took a bg reading which was 1.0 mmol/l and it is unknown what the cgm was displaying during that time. The patient was hospitalized for 1 week. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.